Event description:
On (B)(6) 2021, the patient underwent emergent endovascular treatment of an impending rupture of abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After the trunk-ipsilateral leg component was deployed, the physician experienced difficulty cannulating the contralateral gate. Several attempts were made for cannulation but failed. Because the blood pressure was decreased due to the aneurysm rupture during the cannulation attempts, the procedure was converted to open surgery. The trunk-ipsilateral leg component and a contralateral leg component that was additionally deployed at the ipsilateral side was removed, and a y graft was implanted. The patient tolerated the procedure. It was reported that the aorta was highly angulated, and the large aneurysm diameter caused the difficulty cannulation.